Manufacturer narrative:
Exemption number e2019001. (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information provided, the reported difficult to insert (clip introducer caught on clip) appears to be due to the user technique of loading the clip introducer over the clip. The torn clip introducer and damaged grippers (product quality problem) were results of the clip introducer getting caught on the clip. The reported off-label use was due to the use of the mitraclip device on the tricuspid valve. It should be noted that the mitraclip instructions for use states under the "intended use" section that "the mitraclip system is intended for reconstruction of the insufficient mitral valve through tissue approximation." Based on the information reviewed, there is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report a tear. It was reported that a clip delivery system (cds) was being prepared for off-label use. However, when the clip introducer (ci) was loading over the clip, one of the clip arms was captured on the edge of the introducer causing the tip of the clip introducer to tear and damage to the grippers. Therefore, the cds was not used in the patient. The procedure was successfully completed with a new cds. There was no patient involvement and no reported clinically significant delay in the procedure. No additional information was provided.